Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had a revision surgery due to dislocation two months after primary surgery. The subject picked up her (B)(6) grand daughter and the implanted dislocated. Patient ID: (B)(6).